Event description:
In 2000, drs were doing a hamstring tendon acl reconstruction on the pt. Everything was going smoothly as per a normal acl reconstruction until the phantom st bionterference screw was inserted. It was a 7 x 25mm screw in an 8mm tunnel. First the guide wire was inserted as described by interference screw techniques and then the screw was slid up the wire and started in a clockwise manner into the femoral tunnel. Once almost completed inserted, the physician commented on the increased tightness of the insertion mechanism and a pop rang out. Upon reviewing the knee with the scope and pulling out the racheting handle driver, it was evident that the driver tip had fractured. At this point, the screw had approximately 3-5mm exposed distally as described by the physician and the tip of the inserter was buried in the screw which made it impossible to remove either the screw or the inserter tip. Doctors left screw in.